Event description:
Caller reported that cartridge was not fitting properly on the pump, preventing its use. There was no adverse impact to the customer¿s blood glucose level as they were not currently using the pump due to lack of supplies. Technical support guided the caller on inspecting the pump and resolving the issue by putting the pump into the load sequence, allowing the cartridge to fit properly. Customer was advised on proper technique and planned to complete the load sequence and resume insulin after the call.